Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic segmentectomy/thoracic surgery, after using several reloads, the handle blocked. It was impossible to make it work properly in order to finish the resection. Another handle was used to complete the case. There was no patient injury.